Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Defibrillator, automatic implantable cardioverter, with cardiac resynchronization. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt model approved under (B) (4). The analysis is pending.

Event description:
During the routine follow up of the ICD involved in this MDR report, a warning message related to occurence of a microprocessor reset (embedded software re-initialization) was displayed. Some non sustained episodes (no therapy was applied) were also recorded in device memory. An analysis of both these events is requested.